Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had stimulation in the wrong location and no stimulation sensation. It was noted, the patient had stimulation in the abdomen and rib area and ¿it was painful.¿ it was noted, the patient went to the doctor¿s office ¿numerous¿ times to get reprogrammed and it would ¿stay on the program for a few hours then lose the programming. It was reported, the patient had program a and b on and tried using it after their revision and was not feeling stimulation. It was noted, the patient was not feeling stimulation in the abdomen area. It was stated, the patient ¿kept losing the program and they had seen 5 different manufacturer¿s representatives and nobody can get the stimulation right.¿ it was noted when the patient had the lead revision (see report #3004209178-2013-15010) a week ago ¿they put it in and it was immediately lost.¿ it was noted, the patient had ¿to go in again tomorrow.¿ it was reported, the patient is in ¿horrible pain¿ and ¿riding in a car did not help one bit.¿ it was reported, the patient is very distressed ¿about it.¿ it was noted, the patient told their health care provider (hcp) they were distressed and the hcp told them to come next week to be reprogrammed. It was reported, the patient ¿lost program¿ right away. It was noted, the trial worked beautifully, but when the implantable neurostimulator (ins) was put in the ¿kept losing the program.¿ additional information was reported that after a short time ¿it loses the programming.¿ it was stated, the patient has been programmed ¿many, many¿ times. It was noted, the patient had appointments on (B)(6) and (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3487a-45, lot# v629841, implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3487a-45, lot# v629841, implanted: 2011 (B)(6); product type lead product ID 355531, lot# n276639, implanted: 2011 (B)(6); product type screening device product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
Additional information reported the patient was implanted in 2011 for their "back and leg."it was stated a "few months later, one lead in the back stopped working" and the patient "was getting charge in the stomach." It was noted the patient's hcp" told them it was not a big deal" and that the "patient needed to have replacement wires." It was stated the replacement occurred on (B)(6) 2013. The patient was reported to have had two leads prior to the revision and four leads after the revision surgery. Please see manufacturer report #3004209178-2013-15010 for previously reported information regarding the patient's lead revision : all additional follow-up regarding that regulatory report will be filed as part of this regulatory report.